Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 402mg/dl. The customer's most current level was 167mg/dl. The customer states they treated by changing set and taking fast acting insulin. Troubleshoot was conducted. The customer did not have tubing clamp to conduct high pressure test. The customer did have hemostat, but lacked additional sets to swap after testing. The customer will call back at a later time to complete testing.